Event description:
The reported description of this complaint notes that the bedside monitor did not produce an audible high priority alarm although this alarm was sounded at the networked central monitor. The pt was successfully resuscitated.

Manufacturer narrative:
(B)(4). The customer reported that the bedside monitor did not produce an audible high priority alarm after the pt was transferred to a neighboring bed. The alarm could be heard at the central station and on other beds. The pt was successfully resuscitated. The involved monitor was tested and performed as intended. The alarm logs from the central station monitor show a large number of critical alarms from the reported timeframe. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.